Event description:
It was reported that during a routine follow-up visit, there was a caution message that there was a "full recovery" displayed on the programmer indicating a power on reset. The amplitude and sensitivity were adjusted and the patient was sent home. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. There was a diagnostics problem s2d file (B)(4). A partial reset occurred one time, on (B)(6) 2012. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. There was a diagnostics problem (B)(4). A partial reset occurred one time, on (B)(4) 2012. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine follow-up visit there was a caution message that there was a "full recovery" displayed on the programmer indicating a power on reset. The amplitude and sensitivity were adjusted and the patient was sent home. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.